Event description:
It was reported by the customer that bd pyxis¿ medbank mini was unable dispense item lorazepam 0.5 from cabinet to patient profile. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the device user was unable to find item in the cabinet to dispense for patient. A technical support specialist confirmed that customers used the wrong validation code because the medication was an override. No additional information is available.